Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A suture needle product code z509g was returned for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the attachment area. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. In addition, the needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? What was the procedure date? What is the lot number? No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date adn suture was used. During the procedure, the needle tip broke. The nurse said it may be because the surgeon grasped the needle tip with forceps, but the surgeon said he didn't. There were no adverse consequences to the patient. No additional information was provided.